Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: needle tip broke off in the femur and prolonged theatre time as unable to extract from bone, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the size of the needle used? Was it just the tip of the needle that broke off? Was there any tissue damage as a result of searching for the needle piece? Was the search for the needle fragment done intra-op while the patient was still in the operating room? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Were x-rays performed to localize the needle tip? Was the needle piece removed or is it planned to be removed? If yes, please provide date and details of removal intervention. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Are there any adverse patient consequences? If retained, where is it located/in what structure? If retained, are there plans for removal of any remaining fragments? If retained, was more than half the needle retained in the patient? Current status of the patient?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was received: what was the size of the needle used?40mm was it just the tip of the needle that broke off? Yes was there any tissue damage as a result of searching for the needle piece? Nil tissue damaged was lodged in the bone was the search for the needle fragment done intra-op while the patient was still in the operating room? Yes was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. No were x-rays performed to localize the needle tip? Nil xray performed as per doctors orders was the needle piece removed or is it planned to be removed? If yes, please provide date and details of removal intervention. Nil removed and currently nil plans for removal of needle was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Prolonged theatre time to initially try to remove the broken needle. Are there any adverse patient consequences? Unknown if retained, where is it located/in what structure? If retained, are there plans for removal of any remaining fragments? Femur / nil plans at present to remove needle if retained, was more than half the needle retained in the patient? Current status of the patient?unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 6/5/2023. Corrected information: h6 (b18 device discarded). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002. Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the lot number?

Event description:
It was reported, that a patient underwent an unknown procedure on (B)(6) 2023, and suture was used. During the procedure, the needle came off thread while suturing. Another suture was used. The procedure was completed successfully. There were no adverse patient consequences. Additional information was requested.